Event description:
It was reported that the patient presented at the emergency room with flu like symptoms and nausea. The patient's device was interrogated and it was noted the right ventricular (rv) lead exhibited t-wave oversensing (twos) post biventricular pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.